Event description:
The reporter stated that as the surgeon was inserting a +24.0 diopter one piece collamer lens using the ftp indigo in the indigo-p injector and the plunger rod bent and tore the lens. The surgeon cut the lens to remove it and put in another same type lens, no pt injury.

Manufacturer narrative:
Eval: results - a visual inspection of the returned products shows the foam tip on the plunger is broken, one haptic is torn off of the lens and the optic is torn in half. The cartridge has no visible damage. The cartridge and lens has clear surgical residue on them. It should be noted that the injector was not received for inspection. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) has been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.